Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site and was unable to duplicate the issue. Software investigation was then completed. This issue was documented in a medtronic software anomaly tracking database. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed.

Event description:
A site representative reported that prior to a case, when booting up the imaging system, the pendant showed "standalone mode" and the mobile view station (mvs) displayed error message, "individual battery failure". There was no patient present when this issue was identified.